Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR report: 1627487-2018-02766, 1627487-2018-02783 & 1627487-2018-02784. It was the patient was sent to have an MRI because of a possible infection. The patient stated there was redness and warmth going from the lead site to the ipg. The patient was prescribed antibiotics and has reportedly improved.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2018-02766, 1627487-2018-02783 & 1627487-2018-02784. Follow up information received identified the patient underwent a procedure to obtain fluid and tissue samples from both the lead and ipg wounds. The samples were sent out for cultures.